Manufacturer narrative:
The device was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The product and therapy date is unknown for the concomitant device. Device not returned.

Event description:
It was reported that the abutment screw fractured inside the implant. The fractured piece could not be removed, resulting in the implant being removed from tooth site 15.